Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy. Noise was noted on the right ventricular lead. The lead was explanted. No further information is available.